Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bariatric procedure, the device did not fire. The surgeon was not able to press the green button and was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.